Event description:
While performing rotational atherectomy the 1.50mm rotalink burr lost pressure in the right coronary artery (rca) and stalled after two burr runs. Burr was removed and two holes were found in the rotalink burr shaft. Burr was pulled off the table and another was used to finish the case without incident. Territory representative was notified and will be in to return the burr to the manufacturer for inspection.====================== health professional's impression======================not known.====================== manufacturer response for rotational atherectomy device and burr, rotalink plus======================none yet, pending inspection.